Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with (B) (4) when add'l reportable info becomes available. (B) (4)

Event description:
Adverse event: change in treatment plan. Malfunction: laser system would not accept treatment plan. An ophthalmic tech reports that the laser system would not accept a treatment plan of +5.50 sphere with +1.00 cylinder. The pt's flap had been cut, but not lifted or manipulated by the surgeon. During the troubleshooting period, the surgeon removed the speculum to avoid dehydration to the eye. The refractive support mgr assisted them by phone in understanding why they were having the difficulty, after which the surgeon changed the treatment plan to +5.00 sphere. The pt has had one post op exam at one day post-op and seemed to be doing well as the surgeon had expected. The pt was seeing 20/25 uncorrected and the surgeon did not have any concerns of harm or injury for this pt. Add'l info has been requested.